Event description:
It was reported that a balloon rupture occurred. A 2.50 mm x 30.00 mm agent dcb was selected for use. Resistance was encountered while removing the mandrel. Prior to use in the patient, the balloon ruptured. The procedure was successfully completed with a different device and there were no patient complications.